Manufacturer narrative:
The tdx-sp2 hd is the same/similar to a product or products which are or have been manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in (B)(6) and involved a product manufactured in (B)(4). The device was not received for further investigation. Based on the received incident description, information, and pictures, the most probable root cause of the incident is user error in handling the device. It was reported that the user tried to overcome the threshold at a high speed, which is not recommended. The tdxsp2 user manual instructs to overcome obstacles at a slow speed and at a right angle to avoid the risk of tipping over. Additionally, information was received that a specific footplate and belt design were installed on the chair by a third party. These third party installations may have changed the tipping stability of the device. The tdxsp2 information for use warns, "seating systems, additions and accessory parts which have not been approved by invacare for use with this mobility device can affect the tipping stability and increase tipping hazards. Only ever use seating systems, additions and accessory parts which have been approved by invacare for this mobility device." Information was received that, after the accident, a ramp was built over the threshold to make it easier and safer for the user to cross it. Should additional information become available, a supplemental record will be filed.

Event description:
The patient drove at a high speed over an approximate 7 centimeter threshold. While coming down from the threshold, the patient fell over forwards and the power chair fell on top of her. The power chair continued going forward because the controller was caught on something, dragging the patient with it. The patient was taken to the emergency room. An x-ray of the knee showed a well-aligned fracture line on the lateral side of the lateral joint surface of the tibia, which seems to form a small loose fragment on the side of the bone rather than continue to the load-bearing bone area. The patient was treated with pain medication since she does not walk.